Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The eval determined that the device did not power off without user input, however that the pump alarmed for a sys error 345 and was powered off by the user. Review of the device history log did not find any improper shutdown messages and did observe multiple sys error 345 alarms during the last infusion segment. A sys error 345 was confirmed and reproduced during baxter's testing. It was determined that the sys error was caused by the varistorsion the printed circuit board (pcb) being out of spec. When the pump was tested with known good varistors, the pump performed as expected. As a result, the pcb has been replaced.

Event description:
It was reported that a spectrum pump powered off without user input during an infusion. It was also reported that there was no pt injury or medical intervention.